Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, it is presumed that lamp a was damaged. However, the definitive root cause of the reported event could not be determined, and the device did not meet the specifications due to the poor appearance and malfunction, thereby confirming the occurrence of the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system exhibited a lamp error. There were no reports of patient involvement.